Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Failure to advance: the cause of the failure to advance was most likely a result of patient condition as the patient had previously implanted bilateral subclavian stents protruding into the aorta and blocking the pump from advancing. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
73-year-old female patient with acute myocardial infarction / cardiogenic shock. Impella cp implantation attempted; however physician was unable to push pump beyond ascending aorta due to previously implanted subclavian stents, which protruded into aorta. Impella case aborted and ECMO implant attempted. Patient expired. Impella cp is conservatively coded to death; however, pump was never inserted into proper position within the heart due to patient characteristics.